Manufacturer narrative:
Apoc incident # (B)(4). The investigation was completed on 02/20/2018. Failure analysis determined the cause to be defective component u12 on the main board of drc s/n (B)(4). When an analyzer was docked on a known-good drc, it did not become hot to touch.

Manufacturer narrative:
(B)(4). Apoc labeling will be evaluated during the investigation as pertaining to the event.

Event description:
On (B)(6) 2017, abbott point of care (apoc) was contacted by a customer reporting that the gold contacts on the downloader (B)(4) are hot to touch. The customer states that the contacts on the analyzer that was placed in the downloader became hot but cooled down if not docked. The customer is using rechargeable batteries at the time of the event. All the product was replaced at no charge and returning for investigation along with its cable and power supply and rechargeable batteries. There are no injuries associated with this event. Per I-stat1 system manual: art: 714368-00k, rev. Date: 02-aug-12: the downloader/recharger can recharge a rechargeable battery in the analyzer. If the analyzer contains a rechargeable battery, the battery begins recharging automatically as soon as the analyzer is placed in the downloader/recharger. The downloader/recharger also has a compartment for recharging a rechargeable battery outside the analyzer. Placing an analyzer in a downloader/recharger will automatically initiate recharging of the rechargeable battery. The indicator light on top of the downloader/recharger will be green (trickle charge), red (fast charge), or blinking red (fast charge pending) when an analyzer with a rechargeable battery is placed in the downloader/recharger. As well, placing a rechargeable battery into the recharging compartment will automatically initiate trickle recharging. The indicator light near the recharging compartment will be green when a rechargeable battery is placed in the compartment.